Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert due to high out of range shock impedances. Technical services (ts) was consulted and upon review of the available information it was noted that the average impedance was approximately 87 ohms. In addition, ts observed noise in the left ventricular (lv) channel with no evidence of oversensing. Furthermore, a variation in the intrinsic amplitude trend and auto pace threshold was observed. Along with the variation ts noted changes in the health status trends of the patient. Further in clinic evaluation and reprogramming options were recommended. Furthermore, continuous monitoring was going to be provided. This crt-d remains in service. No adverse patient effects were reported.